Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009; inratio: 0.9; lab: 1.5. Discrepant results observed while doing a trial test on someone not on coumadin.

Manufacturer narrative:
Investigation pending.